Manufacturer narrative:
Investigation summary: in response to the event, a device history review was conducted for lot number 8358949. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted was reviewed by our quality engineers, who determined abnormality on the needle tip was a foreign material composed of fiber from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot. Investigation conclusion: the foreign matter on the product was from the outside, and the relevant batch records and process of manual were reviewed, no such defects and abnormalities were found. The source of the foreign matter was unknown. The plant will continue to monitor such defects. Root cause description: the root cause of the foreign matter on the surface of the catheter cannot be confirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found the tip of catheter burr before examination."